Event description:
Complaintant alleged that during a routine shift check by a clinician the device displayed a "defib fault 80" message. Complainant indicated that there was no pt involvement in the reported malfunction.